Event description:
It was reported that the subject device had no image. The issue occurred during preparation for use and it was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide correction on fields of the previous report. Corrected field: g4 - PMA/510(k) #, h7 and h9. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable is broken and therefore the image is purple. The most probable cause of the additional failure(s) is/are cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the no image was due to the torn cable and the cracked lens was due to a component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.